Event description:
A laser technician reported a case where the side cut was not completed during the flap procedure. The system was reprogrammed, and a new pi (patient interface) was used, after which the side cut was successfully completed. The pt was reported to be doing fine, without issues.

Manufacturer narrative:
No samples were returned for eval. A review of this complaint class incomplete flap for this system for the previous 12 months showed two other complaints. A root cause has not been identified. (B)(4).